Manufacturer narrative:
The reported event of pocket erosion was not confirmed. The device was returned for analysis. Preliminary tests, interrogation results, and visual screen were all normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic due to their pacemaker protruding through the pocket. Therefore, the physician elected to explant the entire pacemaker system including the device, right atrial (ra), and right ventricular (rv) lead, on (B)(6) 2021 and a temporary implant was placed for the time being. The patient was in stable condition.